Event description:
It was reported that the patient underwent a water vapor therapy procedure. There were no reported device issues or patient complications during the procedure. Following the procedure, the patient developed prostatic synechiae and experienced some persistent pain.

Event description:
It was reported that the patient underwent a water vapor therapy procedure. There were no reported device issues or patient complications during the procedure. Following the procedure, the patient developed prostatic synechiae and experienced some persistent pain.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.